Manufacturer narrative:
Concomitant medical products: product ID: 9735821, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the camera (positioning sensor unit ( psu)) of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The camera (positioning sensor unit (psu)) was returned to the manufacturer for analysis. The reported issue was confirmed as the diagnostic test(s) failed. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system failed the failed "aak" accuracy test during preventative maintenance/system servicing. No patient present.